Event description:
A lifecor territory manager called lifecor customer support to report the patient needed a replacement battery charger. He stated that the charger had a frayed wire. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The wire was frayed on the cord from power brick to the charger base. Also, the connector at the base of the battery charger would not stay in the battery charger base. The connector and wire was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.